Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient went to the ER (emergency room) and was diagnosed with diabetic ketoacidosis (dka). Patient reported receiving a hazard alarm stating basal delivery stopped and to change her pod. Patient reported her bg (blood glucose) levels started to elevate prompting her to visit the ER. Actual alarm code was not provided as patient did not have the controller with her at the ER. Blood glucose (bg) values reached 341 mg/dl while wearing the pod between 4 and 24 hours in the arm. Symptoms included hyperglycemia, difficulty breathing, nausea and tachycardia. The patient was treated with an insulin drip. The patient was still in the ER at time of call. Three due diligence attempts have been made to obtained additional information without success. If additional information becomes available, a supplemental report will be submitted.